Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was experiencing blurry vision, swelling, photophobia and sickness. The consumer reported that she has been seen in consult by several retinologists for suspected optical neuritis and no problem was found. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B) (4). Photophobia. (B) (4). (B) (4).